Event description:
The following information was received from baxter (B)(4) and is a report by a consumer in the (B)(6) of hole in the line connected to the patient and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis initially reported to be due to a hole in the line connected to the patient (onset date not reported). On an unknown date, the patient was hospitalized for the peritonitis. Treatment rendered for the events was not reported. Concomitant medications were not reported. On (B)(6) 2012 baxter (B)(4) contacted the peritoneal dialysis (pdn) and received the following additional information. The hole in line connected to the patient was actually in the patient's catheter tubing (non-baxter product/unknown brand). The pdn clarified that the hole in the catheter tubing occurred after the patient's peritonitis event and therefore was not the cause of the peritonitis. The pdn stated that the patient acquired peritonitis due to use error /touch contamination (details not provided). On an unreported date, the patient's transfer set was changed during the patient's peritonitis event. The pdn stated at that time she knows there was no hole in the patient's catheter. On an unreported date, post the peritonitis event, a hole in the catheter occurred and the patient came into the clinic. The pdn stated she then changed the patient's transfer set again and repaired the catheter. The patient did not have to have a new catheter placed. It was not reported how the hole occurred. The pdn stated the patient has recovered from the peritonitis event. The pdn confirmed the cause of the peritonitis was unrelated to the hole in the catheter but was due to touch contamination by the patient and not related to a baxter device or solution. The pdn retrained the patient in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed. The assignable cause is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint.